Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had a broken / cracked psi gauge. The device was not being used during a procedure. It is unknown if there were any patient or user injuries. There was no additional information.